Event description:
It was reported that the customer stated that two hls sets could not be primed. A nurse primed the first hls set (lot#3000381979). The set was connected to the patient and after connection air alarms were displayed on the cardiohelp device. There were visible bubbles in the oxygenator. There were no noises coming from the pump. The first hls set was exchanged. As the patient was infected the first hls set was discarded by the customer. The second set (lot#3000381974) had de-airing issues during priming at the first attempt. Therefore, a third set was used, which was functioning as expected. No harm to any person has been reported.as the product was exchanged during treatment and further two sets had to be primed before the patient could go on support, a report is required.complaint ID# (B)(4).

Manufacturer narrative:
The getinge service and sales unit was informed by the customer and visited the hospital. The customer explained the priming procedure correctly, but the first set was directly connected to the patient after one de-airing run. The priming of the second set was directly interrupted after the first de-airing run. The repetition according to the priming instructions was not done by the customer, as well as no visual inspection of the first set, if it was de-aired correctly. No harm to any person has been reported. A follow-up medwatch will be submitted when additional information becomes available. Note: as two sets were used and had a failure the udis are 1) for lot# 3000381974: (B)(4). 2) for lot# 3000381979: (B)(4).

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
The event occurred in germany. It was reported that two hls sets could not be adequately primed. The first set (lot3000381979) was primed by a nurse and connected to the patient. After the connection to the patient air alarms occurred and air was visible within the oxygenator. Due to that the hls set was replaced with a second hls set (lot3000381974). The second set could also not be de-aired during priming procedure and was therefore replaced with a third hls set, which was functioning as expected. The getinge service and sales unit was informed by the customer and visited the hospital. The customer explained the priming procedure correctly, but the sets were connected to the patient after one de-airing run. The repetition of de-airing according to the priming instructions was not done by the customer, as well as no visual inspection of the first set, if it was de-aired correctly. The first set (lot3000381979) was discarded by the customer, as the patient had an infection. As the second set (lot3000381974) was not connected to the patient, the part was requested for return. No harm to any person has been reported. As the first hls set was replaced during treatment and a further set was primed and had the same failure, a report is required. The affected product (second hls set with lot3000381974) was investigated by the getinge laboratory on 2025-02-07 with following conclusion: the failure could not be confirmed. There were no damages on the hls set. During priming procedure no air entry could be observed. Further no leakages occurred. According to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. Referring to the instruction of use of the hls set (chapter "safety instructions for the oxygenator") it is stated that the de-airing membrane must be open throughout priming to ensure safe de-airing of the oxygenator and to ensure that the de-airing membrane of the oxygenator is closed with the yellow protective cap during operation. The flow/bubble sensor must always be affixed on the arterial side of the set if you are using the cardiohelp-I. With an activated intervention, the detection of bubbles by the flow/bubble sensor triggers a pump stop. The production records of the affected product were reviewed on 2025-02-07. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regard to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regard to the reported failure. Based on the results the reported failure "sets could not be de-aired" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.